Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device gave "high temperature" error and it was stopped the device. The process was tried a few times but the problem could not be solved, therefore rfa1510 device was replaced with the new one. The case was completed without any complication.

Manufacturer narrative:
One rfa1510 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that when the doctor tested the needle before the surgery, there was a temperature alarm. The reported condition was not confirmed. The water circulated normally through the product and the product did read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device gave "high temperature" error and it stopped the device. The process was tried several times but the problem could not be solved, therefore the rfa1510 device was replaced with the new one. The case was completed without any complication.